Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a potential temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of inguinal hernia with surgical repair. However, there is no documentation in the complaint file to show a causal relationship between the hernia and utilization of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for the hernia event. Patients on pd are at risk of developing hernia due to increased stress on the abdominal muscles from the dialysate and the opening in the muscle created by the pd catheter placement. Although it is unknown if pd therapy itself contributed to the hernia, there is no allegation of a device malfunction or deficiency or other fresenius product(s) causing the patient¿s hernia. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the hernia.

Event description:
On (B)(6) 2022 this peritoneal dialysis (pd) patient contacted fresenius technical support for a drain complication encountered during treatment utilizing the liberty select cycler. During the call, the patient stated he underwent hernia surgery on (B)(6) 2022 and has been encountering drain issues since. Additional information related to the hernia was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was diagnosed with an inguinal hernia on an unknown date. The hernia was diagnosed while the patient was already a peritoneal dialysis (pd) patient and not prior to the initiation of dialysis. On (B)(6) 2022 the patient underwent a hernia repair in an outpatient surgical setting. Post-surgery, the patient¿s pd prescription fill volume was lowered from 1,200ml per fill to 800ml per fill. The patient did not require any changes to the prescription prior to the hernia repair. The pdrn stated the hernia was not caused by the liberty select cycler or other fresenius product(s) but could not provide the cause. It was not confirmed if the patient was still encountering drain complications during treatment. No additional information was provided.

Event description:
On (B)(6) 2022 this peritoneal dialysis (pd) patient contacted fresenius technical support for a drain complication encountered during treatment utilizing the liberty select cycler. During the call, the patient stated he underwent hernia surgery on (B)(6) 2022 and has been encountering drain issues since. Additional information related to the hernia was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was diagnosed with an inguinal hernia on an unknown date. The hernia was diagnosed while the patient was already a peritoneal dialysis (pd) patient and not prior to the initiation of dialysis. On (B)(6) 2022 the patient underwent a hernia repair in an outpatient surgical setting. Post-surgery, the patient¿s pd prescription fill volume was lowered from 1,200ml per fill to 800ml per fill. The patient did not require any changes to the prescription prior to the hernia repair. The pdrn stated the hernia was not caused by the liberty select cycler or other fresenius product(s) but could not provide the cause. It was not confirmed if the patient was still encountering drain complications during treatment. No additional information was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.